Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported aspiration became impossible during performed irrigation/aspiration phase of a surgery. The product was replaced and the surgery was completed. There was no patient harm. The type of surgery was unknown.

Manufacturer narrative:
Additional information received in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The fluid management system (fms) was visually inspected and no obvious defects were found. The sample was tested using the console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm air bypass system (abs) tip and infusion sleeve from the lab stock successfully and the service data could be retrieved. Aspiration and irrigation flow testing successfully passed. The sample functioned within specification. No anomalies were observed that would cause or contribute to the reported event. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).